Event description:
It was reported to medtronic minimed that the customer received a hardware low-level failure (pump error 63). The pump screen displayed a flashing medtronic logo, and the location of the damage was on the case of the battery tube side. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for the cosmetic damage, flashing medtronic logo, and the serialized device was replaced. Troubleshooting was performed for the pump error alarms. The customer was able to clear the error and successfully complete the fill cannula delivery test. The error table indicated that the pump requires replacement. No harm requiring medical intervention was reported. The customer was instructed to revert to the backup plan per the health care professional's instructions. Mmt-1884l was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with no flashing medtronic logo. Pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test. No unexpected pump error or anomalies noted during testing. Unit was successfully downloaded using thump for history files and traces. During download history review, no pump error 63 or unexpected anomalies recorded in the history file or traces on event date of 29-aug-2025 or seven days prior. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, scratched case, cracked case (battery tube) and battery tube threads - cracked. Flashing medtronic logo and pump error 63 were not confirmed. Cosmetic damage confirmed at the battery tube side. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.